Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction, the tooth was extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. The device was returned for evaluation, though results are not available as of this report. Evaluation results well be submitted as they become available.

Event description:
It was reported that a file separated in the canal during a procedure. The tooth was extracted as a result.